Event description:
It was reported that this pacemaker had stored atrial tachy response (atr) episodes. Technical services (ts) analyzed device episode data and found that a certain programming feature was pacing into the atrium and initiating an atrial flutter arrhythmia. It was suggested to turn off this feature. No additional adverse patient effects were reported. Currently, this pacemaker remains in service.